Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, oversensing and an apparent fracture. The lead was explanted and replaced. During the replacement procedure, the atrial lead was damaged, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo, and the outer insulation of the lead was extrinsically breached due to a tear.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, oversensing and an apparent fracture. The lead was explanted and replaced. During the replacement procedure, the atrial lead was damaged, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.